Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot # ? What was the branding/labelling on the outer box? What was the suture device found inside the wrong branded outer box? What was the suture device that was intended to be used? Was the procedure completed successfully? And how?

Event description:
It was reported that during a breast surgery procedure on (B)(6) 2017, suture was used. It was reported that the outer box had wrong branding, inner packaging is correct and surgeon used product despite the issue with outer packaging, was confident the suture inside was the correct material. There were no adverse patient consequences. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to FDA: (B)(4) 2018. Additional evaluation summary: there was no sample received for analysis. Only pictures of the sample were received. Upon visual inspection of the pictures, the description at the box printed refers to a spiral pdstm plus with lot# leh867. However, the information printed at the foil describe a spiral monocryltm plus. The product code (B)(4) should be contains a spiral monocryl plus suture. Due to the mismatch between the information printed on the box, foils and inside samples, the assignable cause is an incorrect print information.

Manufacturer narrative:
Product complaint # (B)(4). The photo upon which this medwatch is based has been received, however, the product evaluation is not yet complete. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: 1) lot no. Leh867 2) what was the branding/labelling on the outer box? Please see separate emails with original pictures sent 3) what was the suture device found inside the wrong branded outer box? Monocryl plus as per the code on the outer box 4) was the procedure completed successfully? And how? Yes. Consultant used the product regardless.